Event description:
It was reported that the procedure was to treat an 80% stenosis at the mid segment of the left circumflex (lcx). The lesion was pre-dilated with a 2.0 x 10 mm semi compliant balloon at 9 atmospheres (atm) and the lesion was stented with a xience prime 2.5 x 38 mm stent at 11 atm. Post-dilatation was performed with a 2.75 x 12 mm non-compliant balloon at 10 atm. An edge dissection was observed at the proximal stented segment. The dissection was successfully covered by implanting another xience v 3.5 x 18 mm stent. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.